Event description:
The customer states that they received discrepant results with the architect bnp assay. One pt sample yielded a result of 752 pg/ml in 2008, and was questioned by a physician. The sample was split and sent to reference lab where a bnp value of 563 pg/ml was obtained (method not stated). A sample was frozen, thawed and tested on the same day. The first result was 1055 pg/ml on architect bnp. The sample was once again frozen and thawed the next day. The second test result was 336 pg/ml on architect bnp. Later in the day the sample was tested one last time resulting in an architect bnp value of 724 pg/ml. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.